Event description:
Caller reported that pump housing and usb were damaged. No adverse impact occurred to the customer's blood glucose level. The customer reported that the battery depleted quickly and required daily charging, but declined any follow-up with technical support and no further information was gathered.